Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged and had a high threshold. The lead was removed and returned. A new lv lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Secondary findings included outer insulation melted and all conductors blood/body fluid (not obstructed). Full lead returned and analyzed.